Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure on the gall bladder, while firing the clip applier, the doctor thought the clip applier was not closing all the way. The circulator described it as looking "like a cotter pin that wasn't all the way closed". The doctor was able to work with the device and get it to complete the clip application successfully. There was no injury.